Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient stated they thought they needed new batteries in the controller because they charged the implant on sunday and today the implanted battery was down to 40% and by tonight it would be in the red. Agent asked when patient first noticed the implanted battery not lasting as long and patient said probably a month or so ago. Agent reviewed implanted battery longevity was not linked to external equipment. Patient confirmed they had not made any therapy or program changes, and kept stimulation around 2.0. Patient stated they had back issues and just made sure the implant was always charged. The patient was redirected patient to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported for contributing factors was they were experiencing a lot of back pain, charger was good for about 2 days. Cause was not yet determined. Steps taken are possibly repositioning the implant, or reprogramming the implant. The issue is not yet resolved.